Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump housing cracked and split, causing the screen to detach and the device to become nonfunctional and no longer water resistant; a replacement device was provided, and the user was advised to employ backup therapy and to return the damaged unit. Symptoms included none reported. Outcomes included no injury and no medical intervention. Customer care provided support that included, shipping and return records, with a request for return of the damaged device for evaluation. Investigation of this case revealed a physical enclosure failure consistent with external damage to the pump housing and display assembly; the affected device was not returned, so no device-level testing could be performed. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force.